Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the oxygen blender to address the customer's reported issue. Carefusion received the defective component and scrapped it. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering low oxygen. It is unknown at this time whether there was any patient involvement associated with this complaint.